Event description:
The following information was provided: as per pss implant request: varus left knee. Tibial base plate in varus and needs corrected with poly. Triathlon cs poly 14mm medial 11mm lateral 11 degree tibial joint line. Implants in now: size 6 triathlon tritanium tibial. Size 6x9mm cs poly.